Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the blender oxygen (o2) readings were off. There was no delay and no blood loss. The clinician completed the procedure without changing out the unit, then changed it out after the surgery.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint with two failed calibration attempts. The fsr replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specifications. Per data log review: on 31dec2022 several attempts to calibrate the gas system failed with an 'o2 sensor out of range at calib' with the o2 sensor value = 0. There was also a successful calibration with the o2 sensor value = 1362 millivolts (mv) (1.362 volts). This caused several instances of 'o2 sensor and blender disagree' errors with the blender = 80.5% and the sensor = 0. The log confirms the complaint. The issue was intermittent.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) oxygen (o2) calibration readings were inaccurate. The epgs continued to be used for the remainder of the case despite the issue. The surgical procedure was competed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.